Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples (patient 1 = 0.330 ng/ml; patient 2 = 0.201 ng/ml) processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the trop I es samples (repeat of patient 1 is 0.012 ng/ml; repeat of patient 2 is 0.012 ng/ml) for the affected patients. Although unconfirmed, it is assumed that the expected results were reported. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained for multiple patient samples. It is not known whether the samples involved were processed in accordance with the tube manufacturer's recommendation. Therefore, it is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined. However, a pre-analytical sample processing and/or a reagent related issue cannot be ruled out as contributing factors. There was no evidence to suggest that the vitros eci analyzer had malfunctioned.